Event description:
The iab was inserted into the pt on 5/21/97. On 5/22/97 after iabp for over 20 hours, blood was noted in the balloon. As a result of the event, the pt's femoral artery became injured and surgical repair to the artery was needed. The pt was o.k. After the surgical repair. (Event complications: femoral artery ruptured/surgical repair) - reported 5/23/97. (Pt's current status: o.k. - rpt'd 5/23/97.)

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.